Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results generated by the unicel dxc 800 pro synchron clinical systems. The specimens were re-tested and higher na results were obtained. Per customer, the low na results affected calculation of the anion gaps which were in the acceptable ranges upon repeat testing. No erroneous results were reported out of the lab. There was no affect to patient treatment.

Manufacturer narrative:
The ion selective electrode (ise) system was calibrated and all qc results were within the lab's established ranges. The weekly automated flow cell maintenance procedure was in use at the time of the event. Beginning the week of (B)(6) 2010, the twice-weekly flow cell maintenance procedure is in use. A field service engineer (fse) was dispatched: the fse decontaminated the flow cell and rebuilt the ratio pump. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.